Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Concomitant medical products: non biosense webster, inc. - baylis transseptal needle; carto system; us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-ablation procedure while monitoring the patient, pericardial effusion was found at baseline. The effusion got bigger. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. The patient stayed overnight. Patient¿s outcome is improved. The physician did not provide a causality opinion. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with a baylis transseptal needle. There was no evidence of steam pop during the ablation. The irrigation was set within default settings for smart touch sf. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2mm/3 sec 25% for 3g. No additional filter was used with the visitag. The color option used prospectively was impedance color at 8 ohms.